Event description:
The customer stated that she tested her blood glucose using her contour meter and her husband's contour meter. The customer's meter read 92 mg/dl, while her husband's meter read 185 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for evaluation. Replacement test strips were sent to the customer.